Event description:
A healthcare professional (hcp) reported via manufacturer representative that they called to ask assistance about a tube that the red electrode was showing "off" and the blue electrode was going nutts/very noisy about once every minute during the left hemithroidectomy procedure. They were ask to check the tube under the drapes and to check if it was pulled tightly. They were also asked if they are willing to give it a little slack and then try to push the tube in a little and pull out a little to see if that made a difference. The could still hear the nim going crazy in the background. The patient was using gas and emi propofol as anesthesia to make the patient deep. They were asked if they were using a biteblock. They were informed that they were still monitoring both sides with the surface electrode, but if they wanted to try and re-intubate with a new tube, they could. There was no intervention planned or performed. There was a 3 minute delay with the procedure. The procedure was completed with the reported product(s). There was no patient impact.

Manufacturer narrative:
H3: analysis of the device found visually, there were defects observed. Functionally, all resistances of the electrodes were under the specified tolerance of 200 ohms, from end to end, except for the blue with white stripe electrode at over 2 m-ohms. In the returned condition, the device failed to function as intended. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.